Event description:
The customer contacted philips and reported the ECG graph is not showing. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.